Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A misaligned sample probe can cause the issues as reported in this event. It was also noted the customer is using a sample tube type that is not supported by product labeling.

Event description:
The customer reported that they received questionable results for a total of 2 newborn patients tested for total bilirubin special (tbil). Of the 2 patient samples, one was found to have an erroneous tbil result. The patient sample initially resulted as 0.2 mg/dl accompanied by a data flag. The sample was repeated on the same analyzer and resulted as 0.2 mg/dl. The 0.2 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 19.0 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected by the event. The tbil reagent lot number was 68256401 with an expiration date of 07/31/2014. The field service representative determined that the sample probe was misaligned. He aligned the sample probe. The customer ran a precision study with tbil and dbili, calibrated, and ran quality controls; all were ok.